Event description:
It was reported that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was rotated, but the device could not deploy off elastic bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on january 28, 2021. It was reported that the event date was performed on (B)(6) 2019.

Manufacturer narrative:
Block h6: device code a050501 captures the reportable event of bands failed to deploy. Block h10: additional information received on 28jan2021 confirmed that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2020-05182 is a duplicate of report number 3005099803-2020-05231. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2020-05231.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was rotated, but the device could not deploy off elastic bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.